Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained via: [was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Not sure, I could not get ahold of the physician, but the issue happened during a hernia repair. Were there any unexpected outcomes or complications as a result of this suture needle pull off event?: no. Procedure date? On (B)(6) 2021. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-05697, and 2210968-2021-05699.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2021 and suture was used. During the procedure, the needle got detached from the suture. No adverse patient consequences were reported. Additional information was requested.